Event description:
New cook ncircle basket (ref (B)(6)) 2.2fr x 115cm (1) tip broke off inside access sheath while retrieving stone. (2) new second basket broke at the tech operating open and closing end causing a sharp wire to stab tech. Both baskets have same lot number; 16426681.